Event description:
A pt reported they were seen in ER. Their one touch basic meter allegedly was inaccurately low. The results on their meter were 42, 30, 46, and 56 mg/dl. The result on the ER meter was 388mg/dl. The time difference between pt's meter and ER was within 30 mins. Treatment was unk. No further info has been reported.